Manufacturer narrative:
This supplemental report is being submitted to provide additional information received for h4 and correction to d8 and h6. Updated fields: b5, g4, h2, h4, h11, h6. Corrected fields: h6 (b11, c1502 and d1101 removed), d8. Based on the results of the investigation, it is likely the most probable cause of deposition of foreign material could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: failure is cause traced to failure to follow instructions should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited a foreign material on the air water cylinder and tube. There was no patient involvement.